Manufacturer narrative:
The actual device was evaluated for the particulate matter in the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and verified for the particulate matter. The evaluation determined that the particulate matter was burnt plastic from the extrusion process. The cause of the event was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice cassette, it was noted that there was particulate matter found in the cassette sheeting (partially encapsulated). There was no patient injury or medical intervention associated with this event. No additional information is available.